Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to a car accident. The caller stated that a few years ago, the customer went to get christmas lights and had a car accident. The customer experienced low blood glucose while driving and went head-on with a dump truck. The caller stated that the customer had a habit of running low. We were unable to locate an account with the information that the caller provided for the decedent. The caller stated that the insulin pump, which belonged to the decedent, was donated to her daughter (the decedent's cousin) by her aunt. The caller did not know the decedent's date of death. The insulin pump information could not be verified because the caller did not have the insulin pump with her at the time of the call. The caller declined to provide death details. The caller stated that she does not know where the insulin pump is. No further information is available at this time.